Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis could not be conducted. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was initially reported that the patient had an unspecified infection, however, upon follow up it was reported that the patient recovered from the peritonitis, therefore, this report is assessed as a report of peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment was not reported. At the time of this report, the peritonitis was resolved the patient was recovered from the peritonitis and is doing well. The action taken with dianeal therapies was unknown. No additional information is available.